Event description:
It was reported that a patient underwent an acdf at c3-c5 using a cervical plate system. Sometime postoperatively, it was found that the locking mechanism did not lock the screws in place and two screws backed out as a result. According to the report, the implant was "partially" explanted and two screws were removed during the revision. No patient symptoms were reported in association with this event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.